Event description:
It was reported that a small pericardial effusion occurred post implant. The lead was repositioned and the electrical values were good and stable. Patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).